Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in (B)(4) trackwise cannot be conducted. CAPA reference:( B)(4). The customer stated that there was no patient involvement. (B)(4). Sn (B)(4) does not come in in product grid.

Event description:
(B)(4). (B)(6) had a msiii infusion pump channel b failed fsod calibration step 2. I went over the calibration data with him and advised him to run in drive mechanism assy.